Event description:
A patient underwent a procedure at l5-s via tlif using a cage with a competitor's spinal systems to treat isthmic spondylolisthesis. It was reported that the cage was fractured during insertion using an inserter. A half of cage and other small fragments were retrieved, and the other half remained in the patient. Another cage was implanted in the same level. It was reported that the intervertebral space was very narrow, and resistance was felt during the cage insertion. The hospital requested to submit a customer report.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.